Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the loss of therapy were that the stimulation was not high enough. The patient reported that increasing stimulation took care of their problem. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient the patient was having leakage in the morning and this loss of therapy started 2 days ago, confirmed on tuesday (B)(6) 2019. The patient stated they were currently on program 1 at 1.9v and they had moved it up from 1.8 to 1.9 yesterday but it hadn¿t helped. Syncing with the programmer showed the stimulation was on. The patient increased to 2.1v where they felt comfortable stimulation and they would try to see if it helped their symptoms. The patient also mentioned having a ¿knot where the leads were put in¿ and stated it had been this way since implant. It was reviewed that some swelling was normal, but if it didn¿t go away or got worse the patient should consult their healthcare provider. No further complications were reported.